Event description:
The end user reported an ongoing issue with unknown number of clips from an unknown number of boxes. She suspects that it is a total of 5 clips. She had leakage from tail closure of pouch when it the clip cracked which caused a urinary tract infection (uti) and she had to take antibiotics due to uti. The laboratory result showed e-coli in the urine and was started on an unknown antibiotic. At the time of this report the patient continued using the product. The product was used by end user and no photo available at this time.

Manufacturer narrative:
Device 2 of 5. Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).